Event description:
On 19th february 2024 getinge became aware of an issue with one of our surgical lights ¿ hled 700. The designated complaint unit employee confirmed based on photographic evidence that the label was chipping off, the keypad membrane was damaged with missing particles, the paint was peeling from fork and spring arm and rust was present on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The initial reporter was clinical engineering. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain, h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th february 2024 getinge became aware of an issue with one of our surgical lights ¿ hled 700. The designated complaint unit employee confirmed based on photographic evidence that the label was chipping off, the keypad membrane was damaged with missing particles and paint was peeling from fork and spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 19th february 2024 getinge became aware of an issue with one of our surgical lights ¿ hled 700. The designated complaint unit employee confirmed based on photographic evidence that the label was chipping off, the keypad membrane was damaged with missing particles, the paint was peeling from fork and spring arm and rust was present on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d4 catalog # ard568303906. Corrected d4 catalog # ard568370933. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Previous h6 medical device ¿ problem code:. Material integrity problem/degraded/peeled/delaminated/1454. Mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Mechanical problem/detachment of device or device component//2907. Material integrity problem/degraded/corroded/1131. Getinge became aware of an issue with one of our surgical lights ¿ hled 700. The designated complaint unit employee confirmed based on photographic evidence that the label was chipping off, the keypad membrane was damaged with missing particles, the paint was peeling from fork and spring arm and rust was present on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: maquet sas described how to perform the paint resistance test in the working instruction ref. Fl 007. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced, and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The keypad peeling off is a normal wear at this location. In the chapter daily inpections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. The photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our surgical lights ¿ hled 700. The designated complaint unit employee confirmed based on photographic evidence that the label was chipping off, the keypad membrane was damaged with missing particles and paint was peeling from fork and spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.e1b event site name: (B)(6) hospital. H3 other text : device not returned to manufacturer.